Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that the device detected as ventricular fibrillation (vf). The right ventricular (rv) lead exhibited undersensing. It was noted that there was occlusion associated with the right atrial (ra) lead and rv leads when the crt-d was implanted. The crt-d, rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
The occlusion was later specified to be a complete occlusion of the bridging vein between the left and right superior vena cava (svc). It was also reported that the patient underwent a cavotricuspid ablation for typical atrial flutter, left atrial appendage exclusion, and atrioventricular node ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.